Event description:
The complainant is the family member of a juvenile diabetic. The complainant has had numerous problems with numerous dex systems starting in 2001. In most cases the problems were related to abusing (dropping) instruments or not following directions. However, in 2001 the complainant took the pt to the hospital because the pt was pale looking and was vomiting. The dex unit gave a reading of 7.8mmol/l. However, at the hospital a result of 4.0 mmol/l was reported (method unknown). They immediately started IV dextrose and was given oral sugar. The next day a dex blood glucose result was 14mmol/l but the hospital (method unknown) gave a result of 24mmol/l. The customer has 5 dex systems. However, it is unknown which dex system was used. A request was made to return all of the units for evaluation and testing.